Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation, bilateral restricted leaflets that knuckled at the tips, calcium, and a broad coaptation gap. For a mitraclip procedure. During the procedure, it was no possible to grasp both of the leaflets at the same time. After moving the clip, establish final arm angle (efaa) was performed unsuccessfully and the clip continuously opened to approximately 30-35 degrees. Troubleshooting was performed unsuccessfully where the clip continued to open. The clip was removed. A second mitraclip was attempted but was unable to be placed effectively. The clip was removed and the procedure was discontinued without implanting any clips. The final mr remained at grade 4. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2025, the patient underwent open heart surgery for a mitral valve replacement.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via returned device analysis. The reported unable to grasp and capture leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa, unable to grasp and capture leaflets, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a